Event description:
Caller reported encountering a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Cts confirmed the cartridge alarm and, although the pump was out of warranty, a replacement pump was sent. The customer, currently using an out-of-warranty loaner pump, was informed and acknowledged the necessary steps to take upon receiving the loaner.